Event description:
A malfunction alarm was reported by the distributor rubin medical aps regarding a pump in denmark on (B)(6) 2026. There was no adverse impact on the customer¿s blood glucose level as it did not exceed the critical threshold. The customer was advised to use multiple daily injections (mdi) as a backup therapy while tandem technical support arranged for a replacement pump to be sent. The customer was instructed to put the malfunctioning pump into storage mode and return it using a pre-paid label.